Manufacturer narrative:
On 5/25/2019, a manufacturing record evaluation (mre) was performed for the finished device number 164658, and no non-conformances related to the reported complaint were identified. On 6/13/2019, during evaluation of the sample two (2) tears (a & b) were observed in the anterior view, measuring approximately 0.6 cm and 1.3 cm respectively. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with a saline mentor siltex round moderate profile 250cc and experienced deflation on the left breast implant. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate plus profile 300cc breast implants on (B)(6) 2019.

Manufacturer narrative:
On 4/22/2019, it was reported to mentor that the product location was right. On 4/26/2019, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).